Manufacturer narrative:
Findings: broken reservoir tube lip noted. Unit had cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a missing piece on the top of where the reservoir goes. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.